Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall in 2004 (date of event unknown) after which time she stopped receiving adequate pain relief in low back and legs. As a result, the patient wants the system removed. Follow-up identified surgical intervention was undertaken on (B)(6) 2012 during which time the entire system was explanted.